Event description:
Customer reported secondary infusion of levaquin in d5w backflow into primary infusion of 1000 nacl when hanging secondary. One used primed set model 72023e, lot unknown was received for investigation. Visually inspected check valve under microscope, silicone membrane was centered. Primary set was tested for backflow from a secondary bag into the primary line. Backflow was noted immediately. Further testing of returned back check valve at supplier indicated a failed result. Disassembly of part resulted in a clear particle found. Investigation continues. Follow up report will be filed if additional info provided. No pt harm reported.

Manufacturer narrative:
MFR's report date: 06/05/2008. Patient info requested and all available info is included. This report was filed by the MFR.